Manufacturer narrative:
Testing of actual/suspected device: (10): a getinge field service engineer (fse) was dispatched to evaluate the iabp and confirmed fault and errors in the log relating to the display communication issues. To fix the issue, the fse replaced the video board, touchscreen assembly, and coiled cable, and performed full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if this information is provided to us.

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period sep 2019 through aug 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a

Manufacturer narrative:
Device not accessible for testing: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarmed and screen went blank. The end user power cycled the iabp unit and noted that the iabp was then functioning "ok." The customer was advised to swap unit out with another to continue therapy. No patient harm, serious injury or adverse event was reported.